Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6006615, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006615 was manufactured according to the work instruction (wi) version 112 in the line 01, on 18/apr/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4d01173 was manufactured according to the form version 06 and manufactured in the machine itl01, on 14-apr-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where the infusion set tubing was cracked on (B)(6) 2025. Blood glucose level at the time of event was high. The infusion set was in use for four hours. Patient replaced infusion set and cartridge and resumed insulin deliveries successfully. No further information available.